Event description:
It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 2.5x12mm taxus liberte drug eluting stent (des) was advanced to the distal left anterior descending artery (lad) and was deployed. After deployment a dissection was noticed in the distal lad. A 2.50x12mm taxus liberte des was advanced to the distal lad to treat the dissection. The dissection was successfully treated and the procedure was ended with no additional pt complications reported. The pt's current condition listed as "stable." The pt has been discharged home.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.